Event description:
Volume discrepancy was reported; 'the residuals were off by double for the last few refills'. Rotor study results were reported as 'fine'; a dye study was conducted but results were not available. No patient injury was reported; the system was explanted and the patient recovered without sequela. A follow-up report will be sent if additional information becomes available.